Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Consumer reported complaint for low blood glucose test results. The expected fasting blood glucose test result range is 70 to 80 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. The customer is currently taking medication and insulin to manage diabetes. The product is not stored by customer according to specification. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is month of (B)(6) 2015. The meter memory recalled for fasting / non-fasting test results performed: (B)(6). Adverse event not reported.